Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00102.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior cerebral artery using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced a smart coil (f109435) as the first coil to the target vessel and attempted to detach it using a handle; however, the coil failed to detach. The physician then pulled back on the microcatheter and attempted again to detach the smart coil using the handle; however, the coil still would not detach. Subsequently, the handle was not used for the remainder of the procedure, and the smart coil also failed to detach using a second handle. Therefore, the physician decided to remove the smart coil from the microcatheter. While retracting the smart coil from the microcatheter, the coil unintentionally detached partially in the microcatheter and partially in the aneurysm. The physician decided to leave the smart coil in place since most of the smart coil was in the aneurysm and only the tail of the coil remained outside of the aneurysm. Next, the physician advanced another smart coil (f102575) to the aneurysm and attempted to detach it using the second handle; however, the smart coil failed to detach. While retracting the smart coil, the smart coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed, and a new non-penumbra microcatheter was advanced into the aneurysm. Then, the physician advanced another smart coil (f100967) to the aneurysm using the second microcatheter and attempted to detach it using the second handle; however, the coil failed to detach. Subsequently, the second handle was not used for the remainder of the procedure, and the smart coil also failed to detach using a third handle. Therefore, the smart coil was removed without issue. The same issue occurred while attempting to detach one additional smart coil (f106748) in the aneurysm using the third handle. Therefore, the smart coil was also removed without issue. The procedure was completed using non-penumbra coils and the second microcatheter. There was no report of an adverse effect to the patient.